Manufacturer narrative:
Operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the epidural tubing does not prime. There are multiple packages with the same issue. The device malfunctioned and did not do what it was supposed to do. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.